Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a 22ga infusion set with y-site. The depicted portion of the device included the luer adapter, y-site and both extension tubes. Adhesive-like residue appeared evident on the proximal extension tube. A luer-lock syringe was attached to the luer adapter. No leakage or damage was discernible in the submitted photograph; however, device functionality could not be assessed by inspection of the photograph. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported there was a leak at the hub connection site. No other information was provided.